Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were nto responding. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 208 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to flatten escape dome switch (creased) and corroded keypad traces. No button error alarms noted. Unable to verify the bolus delivery due to button anomaly. The unit was received with cracked case at the display window corners and battery tube threads, and minor scratched display window.